Manufacturer narrative:
The reported difficulty grasping, difficulty capturing, and aortic hugger issue could not be replicated in a testing environment as it was related to patient/procedural conditions. Moreover, due the analysis it was observed that the reported gripper arm could not be raised due to the broken gripper line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and return device analysis, the cause of the reported difficult or delayed positioning (anatomy) associated with aortic hugger is due to suboptimal transseptal puncture. The reported difficult to grasp or capture the leaflets appear to be due to a combination of the patient anatomy and procedural conditions (angle of the clip). The reported tissue injury appears to be a cascading effect of the reported difficulty capturing the leaflets. The reported mr is a cascading effect of the reported tissue injury. The cause of the observed gripper line break cannot be determined. The reported difficulty actuating the gripper is a cascading effect of the gripper line break. The cause of the reported hypoxia cannot be determined. The reported patient effects of tissue injury, mitral regurgitation, hypoxia and death are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported surgical intervention and delay to treatment/therapy were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was further reviewed by a abbott vascular senior director of medical affairs, and the reviewer stated that ¿this case was reviewed, please see case narrative for case description. The initial trans-septal puncture was suboptimal, and a second puncture was needed; the first clip was not deployed due to failure of the anterior gripper. Upon retrieval, there was now a new posterior flail likely from tissue injury and associated worsening mr with a new bidirectional shunt. Placement of 3 clips (1ntw and 2 xtw) did not improve the mr. The patient was becoming hypoxic and had unstable hemodynamics (details not provided). A fourth clip was considered but not eventually used. The patient was transferred urgently to another hospital for urgent surgery and expired at that hospital (details of surgery not provided). The death was likely due to tissue injury from the first mitraclip and worsening mr; moreover, two trans-septal punctures were performed and the combination of worsening mr and two septal punctures could have caused sufficient right to left shunting to cause hypoxia which may have contributed to the patient¿s death."

Event description:
This is filed to report gripper actuation issues, leaflet damage, worsening mitral regurgitation, hypoxia, delay, surgical intervention and death. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4. The transseptal puncture was suboptimal, resulting in an aorta hugger. A ntw (20816r1048) was positioned on the valve. After several attempts to capture the leaflets with the first clip in the medial area of the valve, the anterior gripper was observed to be not functioning. Troubleshooting was attempted but the issue persisted. The clip was then removed, and the gripper still did not function outside of the patient anatomy. The posterior leaflet was observed to be damaged and a new flail was present causing the mr to worsen to a grade of 4. A new transseptal puncture was then carried out to improve the positioning. A replacement ntw (lot: 20816r1054) and two xtw mitraclips (lot: 30211r2052, 30211r2051) were implanted without issue, however no mr reduction could be achieved. A fourth xtw mitraclip (cds-30125r1078) was prepped but ultimately it was decided to not attempt implant. Also, due to the two transseptal punctures, the patient developed a bi-directional shunt. The patient was hemodynamically unstable and became hypoxic. It was thought the high mr, shunting, and extended procedure time contributed to the hemodynamic instability. It was decided to convert to valve replacement surgery. The patient was transferred to a different hospital to complete the surgery. During surgery, the patient passed away. In the physician's opinion the mitraclip contributed to the death due to the leaflet perforation. The steerable guide catheter was not thought to have contributed to the death. No additional information was provided. There was reportedly a clinically significant delay due to extended time under anesthesia.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced in b5 is filed under a separate medwatch report number.

Event description:
This is filed to report gripper actuation issue, tissue damage and death. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4. The transseptal puncture was suboptimal, resulting in an aorta hugger. An ntw (20816r1048) was positioned on the valve. After several attempts to capture the leaflets with the first clip in the medial area of the valve, the anterior gripper was observed to be not functioning. Troubleshooting was attempted but the issue persisted. The clip was then removed, and the gripper still did not function outside of the patient anatomy. The posterior leaflet was observed to be damaged and a new flail was present causing the mr to worsen to a grade of 4. A new transseptal puncture was then carried out to improve the positioning. Four more mitraclips were implanted without issue, however no mr reduction could be achieved. Also, due to the two transseptal punctures, the patient developed shunting. Due to this, the patient was converted to valve replacement surgery. During surgery, the patient passed away. In the physician's opinion the mitraclip contributed to the death due to the leaflet perforation. No additional information was provided.